Event description:
It was reported that the ilet pump displayed a dosing stopped alert while the pump was searching for a continuous glucose monitor (cgm) transmitter, and the user did not understand that dosing had stopped; the agent had the user re-enter the sensor and transmitter serial numbers, manually record a fingerstick of 315 mg/dl, and then guided replacement of the cgm sensor and transmitter before transferring the user to the cgm partner for replacement support. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner. Investigation of this case revealed no device problem with the pump hardware or components, and a usage problem was identified consistent with improper or incorrect procedure while pairing or managing the cgm transmitter; no specific device sub-assembly was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.